Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair found in device packaging was inconclusive due to the nature of the returned sample. The product returned for evaluation was one piece of cardstock with attached product labeling. The product labeling tag identified catalog number ck000687 and corporate lot number recx2670. A hair-like fiber was attached to the cardstock with a piece of medical tape. Microscopic inspection of the sample confirmed that the fiber appeared consistent with a hair. Inspection of the returned sample did not inform the original state of the implicated catheter tray. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recx2670 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was found on the chloraprep stick in sterile custom kit. Device was not used on patient.